Event description:
The account alleges that the siderail will not function, due to a broken weld, resulting in an inability of the siderail to latch.

Event description:
Caller reported blood glucose results of 62 mg/dl and 104 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.